Event description:
(B)(4). It was reported that post percutaneous coronary intervention procedure, vessel dissection occurred. In (B)(6) 2013, the subject presented with silent ischemia. Cardiac catheterization was recommended. Target lesion #1 was a de-novo lesion located in the mid left anterior descending artery with 75% stenosis and was 65mm long with a reference vessel diameter of 2.52mm. Target lesion #1 was treated with pre-dilatation followed by placement of a 2.25 x 20 mm study stent at 11 atm. Dissection was confirmed distal to the implanted stent. The procedure was completed with a 2.25 x 16 mm promus element plus stent for bailout at 8 atm. No post dilatation was performed. After the procedure, timi flow 3 was confirmed and residue was 0%. On february 2013, subject was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).